Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because of a knee surgery. The insulin pump according to the customer's wife is acting up and not work like it is supposed to. The customer's blood glucose level was reported to be 332 mg/dl and took a manual injection to lower it. The product is not being returned. Nothing further to report.